Event description:
A caller reported a significant drop in battery charge, with the indicated battery charge decreasing to 5% rapidly. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the caller to charge the pump using reliable charging supplies and to disconnect from the power source, wait for the battery to display 1%, and then reconnect. The caller acknowledged the instructions, and further follow-up from technical support was planned.